Event description:
It was reported the customer's blood glucose level was recorded at 42 mg/dl due to the issue but was addressed by consuming glucose tablets, and no third-party assistance was required. Recommendation was made to consult with a healthcare provider regarding diabetes management.